Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and after the delivery of approximately 22 units, the insulin gauge displayed 95 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 233 mg/dl.